Event description:
Information was received that reported a patient had been hospitalized due to hypoglycemia. The pt's family member stated that the pt's insulin infusion pump with blood glucose monitor was reading above 100 mg/dl when pt was showing signs of blood glucose below 60 mg/dl. The family member had done several checks with the pt's insulin infusion pump with blood glucose monitor and never got a reading below 70 mg/dl. When the ambulance arrived and the paramedics checked her blood glucose the meter they brought with them read 39 mg/dl. The pt was hospitalized for the low blood glucose and seizures. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this had not yet been returned for analysis.